Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the emergency room experiencing episodes of arrhythmia at 30-40 beats per minute. Upon device interrogation, it was noted that the pacemaker exhibited intermittent pacing, failure to capture, failure to interrogate, and high pacing impedance. The pacemaker was explanted and replaced. No patient consequences.